Event description:
It was reported the patient was in overdischarge for the second time. It was noted the patient saw a power-on-reset (por) condition. It was reported the patient claims the stimulator was not working and did not use it because of this. It was noted the 0-7 lead was >40000 ohms. It was reported the 8-15 lead was okay, but could not be programmed due to pressure in mid-back and burning sensation caused by using this lead. It was noted the patient was in a lot of pain. It was reported the patient got coverage and felt the tingling. It was noted the mid-back pressure was by the incision and anchors. It was reported the patient had several little falls. It was noted the patient was going to discuss lead revision with their physician.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).